Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise was seen upon interrogation. Review of the electrograms indicated ventricular undersensing resulting in ventricular pacing. The device was reprogrammed.